Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2012. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 138722/112104, UDI: (B)(4)_gtin not found. Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patients implantable pulse generator (ipg) stopped working and would no longer hold a charge. The patient underwent a spinal cord stimulation (scs) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device components were discarded per facility policy.